Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. The evaluation of the customers issue included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit with the same bulk reagent and inhouse testing of the return sample. The ticket search by lot indicated that the reagent lot performs as expected for this product. Trending review determined no trend of the customers issue for the product. Labeling review concludes that the issue is adequately addressed. Device history record review did not identify any non-conformances or deviations associated with list 04j27 and the customers issue. A retained lot with the same bulk reagent was test determined that the sensitivity performance of the complaint lot is not negatively impacted. The reagent kit showed normal performance without false non-reactive results. The returned specimen was tested with the similar retained kit and provided negative results on western blot and p24 antigen test, which is in accordance to the non-reactive results obtained with the architect (B)(6) ag/ab combo assay. Based on all available information no product deficiency was identified.

Event description:
The customer reported false nonreactive architect (B)(6) ag/ab assay results for one (B)(6) year old, female patient. Customer provided: on (B)(6) 2020 initial = 0.14 s/co, on (B)(6) 2020 repeat 0.21 s/co, a repeat on another architect instrument was stated to be 0.09 s/co; (ref range: <1.00 s/co nonreactive; > = 1.00 s/co reactive). The customer advised this patient had a reactive result with a competitors elisa method, and with another competitors (B)(6) assay. The patient was also stated to have had a confirmed diagnosis in 2018. There was no impact to patient management reported.